Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date for this complaint was reported incorrectly in the 3500a initial report. The actual awareness date was 4/16/2019. The actual due date for the report was 5/16/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was erroneously omitted to note that previously in psr-q2-(B)(6) 2019 it was reported that bilateral rupture occurred. However, on 6/10/2019, mentor became aware that only right side was effected and patient suffered no adverse events on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/11/2019, the mentor failure analysis lab has received the device for evaluation. Reason for device explant and/or reoperation: rupture, capsular contracture. On 6/13/2019, during analysis of the sample a tear in the anterior and extending to the posterior view, measuring approximately 14.1 cm. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with a 255cc mentor memorygel breast implant and was presented with capsular contracture baker grade iii on the right breast implant. In addition, the implant rupture was discovered during surgery on (B)(6) 2019 on the right side. As a result, the device was explanted and replaced with mentor moderate classic silicone implant 255cc on (B)(6) 2019. This medwatch is for the right breast implant.